Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she got a shocking sensation after increasing the amplitude from .6 to .8. Patient stated she got up and went through the dressing room into the bedroom and it shocked her in the vaginal area. She could not walk, it felt like somebody stoned her and she could not move. The shocking occurred twice. Patient confirmed that she was able to decrease amplitude to a comfortable spot after this occurred. It was noted that the patient programmer (pp) indicated the implantable neurostimulator (ins) was off. Patient stated she intentionally turned stimulation off after being diagnosed with lymphoma (she had lumps in her stomach) and having to undergo CT scan and also had a knee replacement. It was also reported that after turning stimulation off, she had a returned of urinary symptoms and had to use adult diapers at night due to urinary incontinence. Patient was planning another upcoming hospital stay and did not want to "pee" herself there. Patient stated prior to experiencing the shocking, she had a couple of falls. A sudden change in symptom was noted. Two weeks later, patient further reported that she has an appointment to check her implant next thursday. Patient mentioned she would be having an echocardiogram and a CT scan, both not related to her implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.